Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms were noted. No scroll bar moving with no input was noted. The pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that the numbers were not ramping on their own. The customer stated that the scroll bar is moving with no input. The customer was advised that the up or down button may be stuck. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer stated that a button was not pressed for 3 minutes or longer. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.